Event description:
Per the clinic, the patient experienced poor performance with the device and developed an infection along the electrode array with pus and inflamed tissue. The patient underwent revision surgery (specific date not reported) to clean out the infection. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2025, during both revision surgery which leads to device explantation procedure. Correction: the patient did not experienced poor performance with the device as previously reported in initial MDR submitted on august 25, 2025. Instead, the patient's hearing sensation was lost suddenly due to the infection.